Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. Fse found the cause of the "cuvette not dry before first reagent dispense" error and the leak was the loose connector of the reagent crane a tubing at the level sense assembly on reagent probe a. Fse resolved the leak and the "cuvette not dry before first reagent dispense" error by replacing the tubing including the connector.

Event description:
The customer reported the unicel dxc 660i synchron access clinical system had "cuvette not dry before first reagent dispense" error and was leaking fluid from reagent probe a. The leak was contained. No erroneous results generated. No exposure reported. Customer was wearing gloves, protective eyewear, and laboratory coat.